Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged that insulin pump was under delivering because customer was experiencing high blood glucose level 22 mmol/l and it was not getting down. Customer was experiencing nausea. Customer was using insulin pump within 48 hours of reported event. Customer declined troubleshooting for under delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.